Manufacturer narrative:
(B)(4). A supplemental report will be filed upon completion of the plant investigation.

Event description:
The user facility reported that while a patient was on hemodialysis treatment, the blood pump displayed error e23 (pump rotor turning when it should not for second time). The patient's blood was returned on the arterial side. The patient's blood had clotted on venous the side and was not returned to the patient. This resulted in less than 50cc blood loss. The patient was moved to an alternative hemodialysis machine and continued treatment with no adverse event or medical intervention.

Manufacturer narrative:
This event was reported against the 2008t hemodialysis machine in error. Blood loss events are reported against the associated disposable product in use at the time of the occurrence. However, follow-up information was received which revealed that the blood tubing set was not a product manufactured by fresenius medical care. Therefore, this is no longer considered an MDR-reportable event.

Event description:
The user facility provided follow-up information which confirmed that the bloodline was not a fresenius product. The blood tubing set was another manufacturer's device.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. However, a records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the DHR record review confirmed the labeling, material, and process controls were within specification.